Event description:
Boston scientific became aware of an event involving a possible spaceoar device through the article, "hydrogel spacer infection during prostate cancer radiotherapy a case report of successful abscess management through radical prostatectomy" by oshiro et al., international cancer conference journal, 2025. It was reported that the patient experienced an adverse event characterized by infection and abscess formation. The device, inserted transperineally prior to intensity-modulated radiation therapy (imrt), demonstrated abnormal performance manifested as the development of a periprostatic abscess measuring approximately 20 x 12 x 20 mm, associated with the hydrogel spacer and extending to adjacent prostate and seminal vesicle tissues. Clinically, the patient, a 75-year-old male with comorbidities including diabetes, presented with systemic symptoms of fever and fatigue during the course of radiotherapy after receiving 30 gy of a planned 78 gy dose. Laboratory findings indicated elevated inflammatory markers, and imaging confirmed abscess formation related to the hydrogel spacer. The infection was directly related to the device usage, as evidenced by imaging and clinical correlation. The patient's health was impacted by the infection, necessitating interruption of the radiotherapy regimen due to concerns of irradiating infected tissue, thereby affecting the intended cancer treatment plan. In response to the infection, initial management included administration of intravenous antibiotics (cefmetazole), which led to symptom resolution and reduction in abscess size. However, due to the persistent presence of the hydrogel spacer-associated abscess and the risk of infection recurrence and tissue fibrosis, surgical intervention was undertaken. The patient underwent robot-assisted radical prostatectomy (rarp) with concurrent drainage and removal of the infected hydrogel spacer approximately 29 days after initial treatment. The procedure was technically challenging due to dense adhesions and solidification of the hydrogel material, but was completed successfully without significant blood loss. The adverse event and subsequent intervention resulted in modification of the patient's original treatment plan, with discontinuation of radiotherapy and transition to surgical management for both prostate cancer and infection control. Postoperative outcomes were favorable, with no evidence of cancer recurrence at one-year follow-up and only mild urinary incontinence reported.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of unspecified infection. Patient code e2313 is being used to capture the reportable event of fibrosis. Patient code e2338 is being used to capture the reportable event of swelling/edema. Patient code e2101 is being used to capture the reportable event of adhesion(s). Patient code e232402 is being used to capture the reportable event of urinary incontinence block g2: oshiro, h., miyazaki, y., kakehi, t., hirano, m., hama, y., kanzawa, m., & kanamaru, s. (2025, april). Hydrogel spacer infection during prostate cancer radiotherapy: a case report of successful abscess management through radical prostatectomy. In international cancer conference journal (pp. 1-5). Singapore: springer nature singapore. Https://doi.org/10.1007/s13691-025-00763-0 block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (patient codes) were corrected.

Event description:
Boston scientific became aware of an event involving a possible spaceoar device through the article, "hydrogel spacer infection during prostate cancer radiotherapy a case report of successful abscess management through radical prostatectomy" by oshiro et al., international cancer conference journal, 2025. It was reported that the patient experienced an adverse event characterized by infection and abscess formation. The device, inserted transperineally prior to intensity-modulated radiation therapy (imrt), demonstrated abnormal performance manifested as the development of a periprostatic abscess measuring approximately 20 x 12 x 20 mm, associated with the hydrogel spacer and extending to adjacent prostate and seminal vesicle tissues. Clinically, the patient, a 75-year-old male with comorbidities including diabetes, presented with systemic symptoms of fever and fatigue during the course of radiotherapy after receiving 30 gy of a planned 78 gy dose. Laboratory findings indicated elevated inflammatory markers, and imaging confirmed abscess formation related to the hydrogel spacer. The infection was directly related to the device usage, as evidenced by imaging and clinical correlation. The patient's health was impacted by the infection, necessitating interruption of the radiotherapy regimen due to concerns of irradiating infected tissue, thereby affecting the intended cancer treatment plan. In response to the infection, initial management included administration of intravenous antibiotics (cefmetazole), which led to symptom resolution and reduction in abscess size. However, due to the persistent presence of the hydrogel spacer-associated abscess and the risk of infection recurrence and tissue fibrosis, surgical intervention was undertaken. The patient underwent robot-assisted radical prostatectomy (rarp) with concurrent drainage and removal of the infected hydrogel spacer approximately 29 days after initial treatment. The procedure was technically challenging due to dense adhesions and solidification of the hydrogel material but was completed successfully without significant blood loss. The adverse event and subsequent intervention resulted in modification of the patient's original treatment plan, with discontinuation of radiotherapy and transition to surgical management for both prostate cancer and infection control. Postoperative outcomes were favorable, with no evidence of cancer recurrence at one-year follow-up and only mild urinary incontinence reported.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of unspecified infection. Patient code e2313 is being used to capture the reportable event of fibrosis. Patient code e2338 is being used to capture the reportable event of swelling/edema. Patient code e2101 is being used to capture the reportable event of adhesion(s). Patient code e232402 is being used to capture the reportable event of urinary incontinence. Block g2: oshiro, h., miyazaki, y., kakehi, t., hirano, m., hama, y., kanzawa, m., & kanamaru, s. (2025, april). Hydrogel spacer infection during prostate cancer radiotherapy: a case report of successful abscess management through radical prostatectomy. In international cancer conference journal (pp. 1-5). Singapore: springer nature singapore. Https://doi.org/10.1007/s13691-025-00763-0. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.